Event description:
Thrombus was found two weeks after the procedure.

Manufacturer narrative:
This patient presented for elective percutaneous coronary intervention (pci) of a de novo lesion in the proximal to distal right coronary artery (rca) of 78 mm in length in a 2.2-2.6mm vessel diameter. The (type c) lesion was also calcified and was flexion in the mid rca. Pre-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Intra-procedure medications included heparin 9000 units, aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Rotablator was conducted for pre-treatment. Then pre-dilatation was conducted with a 3.0x20mm balloon at 10atm. Then a 3.0x33mm cypher was deployed at 20 atmospheres (atm) in the proximal rca. Then a 2.5x33mm cypher was deployed at 20atm in the mid rca. Finally, a 3.0 x 33mm cypher was deployed at 20 atm in the mid rca. The three stents were overlapping each other. Post-dilation was conducted with a 3.0x20mm balloon at 16atm. Ivus was conducted. The residual diameter stenosis measured 0%. Timi I and iii flows were recorded pre and post-procedure, respectively. Act was measured (245). Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Two weeks later, the patient was hospitalized for a second procedure, in the left anterior descending artery (lad). Angiography was conducted and thrombus was focally observed in the implanted cypher stent in the mid rca. However, the patient did not have any symptoms. To treat the thrombus, aspiration was conducted. Poba was conducted with a 3.0x15mm balloon at 14atms and also with a 3.5x18mm balloon at 22atm. Platelet aggregation test was conducted and it was confirmed that the patient's platelet aggregation was at normal level although medication was administered. The physician commented that the cause of the thrombotic event was because the anti-platelet medicine was not working for the patient, the lesion was long and three stents were implanted. Finally, because the stent might have been under-dilated due to the calcified lesion. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This is also one of three products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01661, 9616099-2006-01662 and 9616099-2006-01663.